Event description:
It was reported via repair work order that the bed would not engage electronically into brake due to both foot end casters cast molding was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.